Event description:
It was reported that the subject device lens is blurry. The issue occurred during set up/inspection for use. There was no patient involvement.

Manufacturer narrative:
E1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.